Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint states that the patient reported a low transmitter battery. Data was provided for evaluation. The reported allegation was not confirmed by data, but the data evaluation confirmed a permanent loss of connection. The root cause could not be determined post-investigation. Based on the findings of the permanent loss of connection, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4). Correction to statement "the reported allegation was not confirmed by data, but the data evaluation confirmed a permanent loss of connection."

Event description:
The reported allegation was not confirmed by data, but the data evaluation confirmed a transmitter failure. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the shared log did not confirm the reported event of a low transmitter battery. The root cause was could not be determined.